Event description:
It was reported that on (B)(6) 2021, a patient had a biozorb procedure. The patient is reported suffering from severe pain and discomfort because of the biozorb marker. The patient also reported that the biozorb failed to absorb as intended and migrated. The patient reported that was required to undergo additional surgery to remove the biozorb marker on or around (B)(6) 2023. It was also reported that since the surgery, suffered from infections, abscesses, and disfigurement. No additional information available.

Manufacturer narrative:
Device identifier: (B)(4). 6.a implantation date: 3/29/2021. Excision date: 12/6/2023. Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 47-year-old post-menopausal caucasian female, who weighs 168 pounds at the time of the event. Her past medical history includes hysterectomy, anxiety disorder, depression, dysfunctional uterine bleeding, gastroesophageal reflux disease (gerd), and obesity. A tumor was discovered in the left breast on screening mammogram on (B)(6) 2020. On (B)(6), 2020, diagnostic left breast mammogram and ultrasound showed a 1.6x0.9x.08cm mass. Ultrasound guided biopsy of the left breast on (B)(6)2020 found infiltrating ductal carcinoma, grade 3, ER/pr-, her-2/neu -. Clinical stage 1b (ct1c, cn0, cm0, g3, ER-, pr-, her2-). MRI on (B)(6) 2020, showed an irregular equal density mass measuring up to 1.6cm in greatest dimension in the 4:00 position on the left and one benign lymph node on the right. The biopsy of the right breast mass was benign. The patient was negative for genetic markers for breast cancer. Her family history reflects maternal grandmother with breast and colon cancer. On (B)(6) 2020, the patient had a port placement (right chest wall) for neoadjuvant chemotherapy. The patient had neoadjuvant chemotherapy: 4 cycles of dose dense cytoxan and adriamycin followed by 12 cycles of taxol. On (B)(6) 2021, the patient underwent left partial mastectomy with needle localization, oncoplastic closure with local advancement flap, placement of 2x3cm biozorb, left sentinel node mapping and biopsy and removal of right-sided anterior chest wall mediport. After removal of the tumor, "deep tissue flaps were raised at the level of the chest wall and subcutaneous flaps were enlarged with the use of electrocautery. Posterior mobilized tissues were advanced towards the center of the lumpectomy cavity, secured with 2-0 polysorb sutures. A 2 cm x 3 cm biozorb tissue marking implant was brought to the field, placed at the tumor excision site and secured to the surrounding tissues with interrupted 2-0 polysorb sutures. The more superficial flaps were then advanced over the biozorb and secured in multiple layers creating very satisfactory and tension free repair of the lumpectomy space. Subcutaneous tissues were approximated with interrupted sutures of 3-0 polysorb and the skin was closed with a running subcuticular suture of 4-0 polysorb.¿ pathology revealed no residual invasive ductal carcinoma, previous biopsy site with foreign body type granulomatous inflammation, multinucleated giant cell reaction and fibrosis. The patient had an uneventful post op course. At a visit with breast surgeon 1 week post op, on (B)(6) 2021, the patient was doing well without evidence of seroma or hematoma. Breast exam on (B)(6) 2021 revealed a well-healed lumpectomy incision in the lower central left breast with no evidence of wound dehiscence, drainage, or infection. From (B)(6) 2021, the patient received radiation to the left breast with boost. As the patient had triple negative breast cancer, she did not receive hormone therapy. Visit with the radiation oncologist, on (B)(6) 2021, approximately 7 months post op, the patient was ¿doing well¿. She denied breast pain but reported occasional tenderness. She was able to palpate the biozorb. Breast exam at this visit revealed mild edema with a well-healed lumpectomy scar with a ¿palpable biozorb device in the lower aspect of the left breast. There is mild edema throughout the left breast.¿ the patient was encouraged to perform breast massage. At a visit with the breast surgeon approximately 9 months post op, on (B)(6) 2021, the patient was ¿doing well without any specific complaints.¿ she denied breast pain. Breast exam at this visit was ¿normal¿ without suspicious masses. Biozorb was palpable at the inframammary fold. At an office visit with the breast surgeon on (B)(6) 2022, approximately 1.5 years post op, the patient had no ¿specific complaints¿ and denied any breast related symptoms or lymphedema. Screening mammogram earlier that month was unremarkable with post-surgical changes (mammogram is not included in available medical records). Exam at this visit found no suspicious masses, the biozorb was palpable at the inframammary fold. At an office visit with the breast surgeon on (B)(6) 2023, approximately 2.5 years post op, the patient reported ¿increasing pain at the site of her previous lumpectomy.¿ mammogram and ultrasound from earlier that year was done for an indication of ¿malignant neoplasm...unspecified lump in the left breast, lower outer quadrant¿ the patient reported pain at this location.¿ these tests revealed, ¿there is a question of a palpable lump in the posterior outer central left breast at the site of previous lumpectomy. Patient complains of pain in this location. No dominant suspicious masses or pleomorphic calcifications in the right breast. No pleomorphic calcifications in the left breast. At the site of the previous lumpectomy postsurgical changes with likely mild changes of fat necrosis are seen. The biozorb is seen. A targeted ultrasound in this location at approximately 5:00 position 10 cm from the nipple was performed and shows small hypoechoic areas most likely due to evolving changes of fat necrosis or possible small cysts. Scarring is noted in this location. No definite focal suspicious mass is seen.¿ on exam the left breast was found to be, ¿normal without suspicious masses, skin or nipple changes or axillary nodes, symmetric fibrous changes in the upper outer quadrant, nipple normal without inversion, lesion or discharge, no skin dimpling or peau d'orange. Biozorb is palpable at the inframammary fold with a tender mass at the site of the previous lumpectomy in the lower outer quadrant of the left breast. Mild post-radiation skin changes. Healed partial mastectomy scar.¿ the clinician noted that the painful, palpable mass was at the site of her previous lumpectomy and biozorb placement. The patient was ¿in distress¿ due to the palpable mass and was scheduled for excision. On (B)(6)2023, the patient underwent excision of ¿painful, fibrotic mass, lower outer quadrant, left breast, 4cmx2cm tissue excised¿ with oncoplastic closure and local advancement flap. The specimen was radiographed and the clips from the previous biozorb were confirmed. Pathology was ¿negative for malignancy¿. Stromal sclerosis with focal cystic changes surrounded by histiocytes, mild chronic inflammatory cells and foreign body giant cell reaction. At post explant visit approximately one week after surgery, on (B)(6) 2023, the patient reported mild discomfort and swelling. On exam the excision was healing well with mild post operative edema. Office visit on (B)(6) 2024, indicates that the patient was treated for a breast infection on (B)(6) 2024. The patient reported she had more pain and swelling and underwent aspiration of the surgical site. At this visit the breast was ¿erythematous and edematous with significant tenderness and pain on palpation. There are no obvious fluid collections.¿ additional antibiotics were prescribed and ultrasound with drainage of any fluid was ordered. At a follow up visit five days later, the patient reported that the breast felt ¿softer and less painful¿ after the aspiration and additional antibiotic but continued to be red. Exam found that the left breast remained erythematous and edematous ¿with some improvement of the tenderness and pain on palpation...less overall tissue edema...no obvious fluid collections.¿ the patient was to remain on antibiotics and have another ultrasound in a week. On (B)(6) 2024, the patient underwent incision and drainage of a complex left breast abscess as the patient had ¿not responded to oral antibiotics and percutaneous drainage.¿ there are no additional medical records for review.

Manufacturer narrative:
An investigation was conducted: brief description: the patient reported that was required to undergo additional surgery to remove the biozorb marker on or around (B)(6) 2023. It was also reported that since the surgery, suffered from infections, abscesses, and disfigurement. As a result of the pain and complications of the biozorb marker, the patient feared the possibility of another tumor every day until the surgical removal of biozorb, causing significant emotional distress. No additional information available. Investigation methods and findings: the sample was not returned to the post market quality laboratory for further investigation; therefore, the inspection according to the biozorb post market instructions was not able to be conducted for this complaint. Additionally, there was limited patient-related information provided for this event; consequently, a comprehensive investigation could not be conducted. The harms identified, based on clinical symptoms and hazardous situations for this complaint are: pain, serious (pain, sleep dysfunction, device palpability, failure to resorb), infection, serious (infection), scar tissue, minor (scar tissue / delayed wound healing), additional intervention/treatment/scan required, critical (additional surgery/device. Explanation, calcifications): physical asymmetry, serious (deformity), migration, serious (migration), inflammation, serious (limited mobility, lymphedema, swelling). Cause/root cause: the described issue was investigated through a root cause analysis conducted under CAPA. The initial purpose of this CAPA was to evaluate the biozorb product for a root cause linking the product design to the reported complaint issues. The results of the root cause assessment did not find any direct link between the device and the reported complaint issues. Consequently, the implementation activities from CAPA were considered no longer applicable since hologic has ceased selling the biozorb product with no intention of returning it to market. In addition, CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. Furthermore, a voluntary recall for the biozorb product was initiated on october 24, 2024. Conclusion: the reported issue could not be confirmed as no sample was returned for evaluation. The risk trending analysis does not increase the risk zone index. The potential root cause analysis was assessed under CAPA. CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. The risks associated with this event are further detailed and evaluated against the product and its hazard analysis within the health risk assessment biozorb, complaint evaluation. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: not performed. No lot number was provided; therefore, no DHR could be located or reviewed.